Manufacturer narrative:
The condition of the driver tip prior to breaking cannot be determined. A review of record found no other complaints have been reported for driver lot number g0805. Root cause cannot be determined at this time. It is likely that the use of force over the life of the instrument resulted in material fatigue.

Event description:
Contact reported that while inserting a pedicle screw the tip sheared off the driver, lodging itself in the screw hex. Surgeon was unable to advance the screw or remove it. Surgeon ended up cutting off the screw head and left the screw shank embedded in the bone. Sales rep reported that this did not result in any patient injury. Situation resulted in a delay in excess of 30-min. As a result an MDR is being filed.